Event description:
The device (400 ml fill volume; 2-14 ml selective basal flow; potential bolus of 5 ml /30min). Was filled with 10 ml of morphine sulfate (200 mg) and 390 ml of naropine (2 mg/ml). The basal flow rate was set at 2 ml/hr. The next day, the patient experienced increasing pain and utilized the bolus button. Thereafter, the bolus button reportedly became stuck in the delivery position, resulting in a continuous infusion of the reservoir's contents (approximately 350 ml naropine and 175 mg morphine) at a rate of 12 ml/hr throughout the course of the day. The patient subsequently experienced respiratory depression, loss of consciousness, and circulatory failure, symptoms which were initially attributed to his condition of end-stage metastatic prostate caricnoma. However, shortly after the bolus button reportedly returned to its upward postion, the patient regained consciousness and returned to his previous state of health.

Manufacturer narrative:
The device involved in this incident has not been returned for evaluation. Without the actual device, we were unable to conduct a full investigation as to whether or not a malfunction of the bolus button was the cause of the patient' symptoms. However, as stated in the device directions for use (dfu): easypump ra with pca and select-a-flow is intended to provide continuous infusion of a local anesthetic, with a variable flow rate controller and a pca bolus, near a nerve for regional anesthesia, and pain management for pre-operative, peri-operative and post-operative surgery. Medications used with this system should be administrated in accordance with instructions provided by the drug manufacturer. Carefully consider drug, concentration, maximum rate (bolus+basal), and patient's clinical status to mitigate risks of drug toxicity. Maximum rate (bolus+basal) should be considered when determining the dose. If the button is stuck then it could result in continuous 10 ml/hr bolus delivery (plus selected basal) to the patient. Instruct patient to close the clamp. Pump should be replaced if appropriate. We will submit a follow-up report when we receive the device for evaluation.